Event description:
Clinician was treating pt for upper back and shoulder pain with a hot pack when the heat pac leaked onto the pt. The pt was lying face down and he clinician applied the standard hot pac to the treatment area. The pac was wrapped in 3 large towels. Within a few seconds the gel and some of the hot water from the pac started running down and around the pt's neck. The pt received a burn from the leak. The pt had bright red stripes down both sides of neck where the hot fluid had traveled. The burn area dis blister up. The clinician applied antiseptic on the burns and sent the pt home. Within the hour the pt was still hurting from the burn. The pt reported to an urgent care facility for additional treatment. The burn area did blister up.

Manufacturer narrative:
The customer disposed of the device and could not return the device for evaluation. An evaluation could not be performed.